Event description:
Customer reported diffuse lamellar keratitis (dlk) observed one day post operation for 2 patients after use of intralase system on same day. This report is for 1 patient for the left eye (os) with trace dlk. At follow up visit day 5 post op, dlk had not resolved and no loss of best corrected visual acuity (bcva) reported.

Manufacturer narrative:
Statim is used to sterilize the surgical instrument. The cause for the dlk is unknown. Proparicaine ocuflox was used prior to flap lift. Ocuflox prednisolone acetate 1% was used after the laser ablation. Dlk has resolved. Best corrected visual acuity bcva is 20/20 on both eyes, 20/30 right eye and 20/25 left eye as of (B)(6) 2013.

Manufacturer narrative:
Service was requested and field service engineer (fse) inspected the laser, during which preventative maintenance was performed. System met specifications and no issues were reported related to dlk. Note: all pertinent information available to amo at the time of this report has been submitted.